Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with 225cc smooth mentor memorygel breast implants experienced bilateral capsular contracture postoperatively, baker grade iii on the right and baker grade ii on the left. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the left-sided implant.